Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit will not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit will not go into standby mode. The customer stated that in pneumatics the average air reading when set to zero showed -1.8 standard liter per minute (slpm) and out of specification. It was confirmed that the air inlet filter was clean. The remote service engineer (rse) advised the customer to replace either the flow sensor assembly or gas delivery system (gds) to resolve the issue. The rse provided the customer with the part number of both the flow sensor assembly and gds. The investigation is ongoing.

Manufacturer narrative:
It was reported that the unit will not go into standby mode. The customer stated that in pneumatics the average air reading when set to zero showed -1.8 standard liter per minute (slpm) and out of specification. It was confirmed that the air inlet filter was clean. The remote service engineer (rse) advised the customer to replace either the flow sensor assembly or gas delivery system (gds) to resolve the issue. The rse provided the customer with the part number of both the flow sensor assembly and gds. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.